Event description:
The customer reported that the system would shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.